Event description:
It was reported that a power-on-reset (por) condition occurred one day post op. The implantable neurostimulator (ins) had been programmed prior to implant. It was unknown if the patient programmer was used directly after surgery, or how much communication with the ins was performed following the procedure. Additional information received reported the bovi used during the surgical procedure was suspected to have caused the por. An impedance check and reprogramming were performed. The device worked well after re-setup and the patient was doing well.

Manufacturer narrative:
(B)(4)